Event description:
It was reported that a procedure was performed on (B)(6) 2026, by dr. (B)(6), utilizing the vault c acdf system. As the screws were about to be inserted, the anterior plate separated from the posterior cage. Upon inspection, a tine on the anterior place was found to be bent and unusable. The plate and cage were removed and replaced with other implants of the same size, readily available in the set. There was no patient injury any only minimal delay to the procedure.

Manufacturer narrative:
D4 primary unique device identifier (UDI) number - full UDI number is not applicable as this device was manufactured prior to the initiation of UDI numbers on the labeling. H1 type of reportable event - serious injury - although there was no serious injury associated with this event, it was assessed as a reportable serious injury due to medical intervention required to remove and replace the cage after the plate disassembled. H3 device evaluation - evaluation was not possible as the device has not been returned to date. Review of device history records found (B)(4) pieces of lot 4362ps released for distribution on 8/1/2014 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No conclusions can be drawn regarding the root cause of the reported disassembly. No corrective actions are recommended. Should the product be received a follow-up medwatch report will be filed upon completion of investigation.